Manufacturer narrative:
Submit date: 12/27/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer reports: not feeding fluid correctly

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿not feeding fluid correctly.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.